Event description:
Due diligence has been completed for this complaint; to date all available additional information has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d9, g3, g6, h2, h3, h6, h11. One awl item# 700889 lot# 13.826067 was returned and evaluated. Upon visual inspection there are wear marks to the shaft of the device. The threads have visible damage, and the t-handle has an indentation. The weld around the shaft and handle junction location has been broken. The shaft and handle could not be separated for further investigation. A review of all relevant device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history identified additional similar complaints for the reported item and the part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Reported event did not occur in an operating room or as part of a medical procedure; therefore, no medical records are available for review. The returned instrument shows that the welding seam is fractured. However, with the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument was broken and was not used by the surgeon for the procedure. Due diligence has been completed for this complaint; to date all available additional information has been received.